Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal aneurysmal aortic neck measured 21 mm. It was reported that the pt had very poor iliac arteries. The physician intentionally performed a bilateral intrarenal occlusion of the hypogastric arteries with a left hypogastric artery bypass. It was reported that the stent graft was placed accurately per pre-procedure plan. The final angiogram showed no presence of an endoleak. A successful outcome and exclusion of the aneurysm was achieved. The pt was reported to be fine with no additional clinical sequelae reported. Further info is pending.